Event description:
Information received from a zoll distributor indicates that a (B)(6) year old female patient initially reported a rash under the front therapy electrode. The patient had no history of skin conditions and stated that she wore the lifevest before without issue. Later the same day the patient reported that the rash developed into an open wound. The lifevest territory manager spoke to the patient's physician who suggested the patient use an over-the-counter hibiclen. Multiple attempts were made to follow-up on the patient's skin condition without success.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surface of the lifevest device.